Manufacturer narrative:
The insulin pump up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. Unable to test with ultra link meter, mini link transmitter and verify low predicted alarm, alert silence alarm due to unresponsive button. Pump received with cracked display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring.

Event description:
Customer reported she was trying to input her carbohydrates on the insulin pump and it went up to 20 and then it kept going up over 200 and started. The numbers kept scrolling faster and took out the battery. Customer's blood glucose was 103 mg/dl. Customer was attempting to give a bolus. Customer also stated her device was cracked. Customer reported the device had two cracks and she had to put the device on silent at night. The sensor would give her lower reading then what she was. Customer was advised that putting the device in silent will not cause the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.